Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') and uterine perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), headache ("chronic headaches"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("chronic body aches"), psychotic disorder ("psych treatment"), neuromyopathy ("neuromuscular problems"), uterine haemorrhage ("abnormal uterine bleeding"), metrorrhagia ("intermenstrual bleeding"), menorrhagia ("abnormal uterine bleeding with heavy menstrual bleeding"), dysmenorrhoea ("worsening severe dysmenorrhea"), pelvic pain ("worsening pelvic pain"), bladder pain ("bladder pain"), adenomyosis ("adenomyosis") and adhesion ("adhesions"). The patient was treated with surgery (robotic-assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, autoimmune disorder, headache, tooth disorder, fatigue, arthralgia, hypoaesthesia, pain, psychotic disorder, neuromyopathy, uterine haemorrhage, metrorrhagia, menorrhagia, dysmenorrhoea, pelvic pain, bladder pain, adenomyosis and adhesion outcome was unknown. The reporter considered adenomyosis, adhesion, arthralgia, autoimmune disorder, bladder pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, menorrhagia, metrorrhagia, neuromyopathy, pain, pelvic pain, psychotic disorder, tooth disorder, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: insertion details- left 6 coils, right 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') and uterine perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), headache ("chronic headaches"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("chronic body aches"), psychotic disorder ("psych treatment"), neuromyopathy ("neuromuscular problems"), uterine haemorrhage ("abnormal uterine bleeding"), metrorrhagia ("intermenstrual bleeding"), menorrhagia ("abnormal uterine bleeding with heavy menstrual bleeding"), dysmenorrhoea ("worsening severe dysmenorrhea"), pelvic pain ("worseing pelvic pain"), bladder pain ("bladder pain"), adenomyosis ("adenomyosis") and adhesion ("adhesions"). The patient was treated with surgery (robotic-assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, autoimmune disorder, headache, tooth disorder, fatigue, arthralgia, hypoaesthesia, pain, psychotic disorder, neuromyopathy, uterine haemorrhage, metrorrhagia, menorrhagia, dysmenorrhoea, pelvic pain, bladder pain, adenomyosis and adhesion outcome was unknown. The reporter considered adenomyosis, adhesion, arthralgia, autoimmune disorder, bladder pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, menorrhagia, metrorrhagia, neuromyopathy, pain, pelvic pain, psychotic disorder, tooth disorder, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: insertion details- left 6 coils, right 3 coils. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.